Manufacturer narrative:
An additional lot code (aa035601b0326) was provided by the consumer. Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer used a tampon and was hospitalized due to toxic shock syndrome (tss). On (B)(6) 2011 the consumer developed a fever and headache. By (B)(6) 2011 she developed a rash and visited her pediatrician. The pediatrician ran test and indicated that her urine culture appeared to be abnormal. The consumer later experienced kidney failure and became dehydrated. The consumer stated that her liver enzyme and blood platelet counts were too low and her blood pressure lowered to 80/40. The consumer visited the emergency room on (B)(6) 2011 and the doctor indicated that she may have tss, but he was still awaiting urine culture results to confirm. The consumer was admitted to the hospital on (B)(6) 2011 and administered antibiotics and fluids intravenously. After 24 hours, the consumer was able to urinate, but will remain in the hospital until test levels are normal and she can take medication orally. The consumer stated the infectious disease control representative recommended that she no longer use tampons due to her susceptibility to infection.